Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported that the rep saw the patient at the healthcare provider (hcp) office and patient states she is unable to turn b up without getting out of regulation (oor) message. Checked impedances and now 0 is ¿avoid¿. Group b, program 2 was using 0, so rep reprogrammed 0 to 1. Patient was then able to turn up group b without a problem. Pt has not has any more falls. Unknown why 0 is now avoid. Hcp does not know the reason why either.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient text the rep today and stated that their battery site was ¿shocking¿ them again on group a and they got the ¿settings not available¿ message on their controller. The rep had them switch to group b and there was no shocking at the pocket site, but when they tried to increase stimulation the got the same message as on group a. The same occurred on group c. The rep advised the patient to stay on b or c until they could be seen. They indicated that they could not be seen by anyone right now in tn due to covid and they would not be back in the ins until thanksgiving time. They indicated that they would let them know when they would be back if they weren¿t able to see anyone in tn before then.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that an impedance and connectivity check was run on this patient upon meeting her on (B)(6) 2019. All of the impedances were within normal limits. The patient did not want any reprogramming at that time as she said that the shocking pain has subsided. The patient was not getting as much relief as she had prior to injury. The patient would like to wait until after her meeting with her spinal cord stimulation physician next month before any adjustments are made. The patient stated that her physician would get imaging of the leads. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient called crying, stating that she fell while being assisted in her car. The rep reported as the patient was falling, the person who assisted her grabbed her at the site of the ins and the patient reported she felt an increased surge of energy and discomfort. The patient immediately turned the device off as a precaution. The patient was working on an appointment with her physician to have the leads checked. The rep was to meet with the patient once they receive a date/time to run impedance checks on the system. The issue wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient fell, and someone grabbed her implantable neurostimulator site and pulled the implantable neurostimulator. The patient reported having shocking pains afterwards, even with the spinal cord stimulation off. There was no troubleshooting performed, and no actions or interventions taken to try and resolve the issue; however, it was noted to be resolved at the time of the report. There was no surgical intervention planned or performed at the time of the report. There were no further complications reported.